Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the image issue occurred due to poor communication caused by a cable failure. Water entered inside the cable through a cut in the cable sheath, which resulted in deterioration of the cable. The event can be prevented by following the instructions for use (IFU) which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issues of broken connector and cut cable sheath were confirmed; a cut was observed in the cable sheathing, and deterioration of the coupler unit was noted. Poor image quality and a flickering image were confirmed upon inspection. Additionally, the following findings were noted: water-tightness failed, coupler unit deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that, due to a cut on the cable sheath and a broken connector on the video system side of their hd autoclavable camera head device, artifacts are generated by moving the cable, resulting in temporary loss of image. Following a request for additional information, the customer confirmed that the issue was discovered before the procedure took place, and that there was no patient or user harm associated with the event. No additional information was provided by the customer.